Manufacturer narrative:
Block h6: imdrf code f1001 captures the reportable event of absence of treatment.

Event description:
Note: this pertains to two bib intragastric balloons. It was reported to boston scientific corporation that a bib intragastric balloon system was going to be implanted on (B)(6) 2024. During, preparation of the balloon; it was discovered that the balloon was found with the casing broken. Another of the same balloon was opened, and the same issue was noticed. The case was then cancelled.

Manufacturer narrative:
Additional information initial reporter section was updated a bib intragastric balloon system was returned to boston scientific corporation for investigation. A visual investigation was conducted showed the top portion of the sheath was detached from the valve. The reported issue of sheath material separation and absence of treatment were defined in the risk documentation and is documented accordingly. Based on the analysis performed and all the information gathered from the customer, the overall conclusion code assigned will be manufacturing deficiency. Block h6: imdrf code f1001 captures the reportable event of absence of treatment.

Event description:
Note: this pertains to two bib intragastric balloons. It was reported to boston scientific corporation that a bib intragastric balloon system was going to be implanted on february 20, 2024. During, preparation of the balloon; it was discovered that the balloon was found with the casing broken. Another of the same balloon was opened, and the same issue was noticed. The case was then cancelled. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.